Manufacturer narrative:
The solex 7 catheter was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
As reported, the solex 7 catheter was placed in a patient in emergency department and secured by suturing the catheter manifold and abs clip. However, after an unknown period of time, the abs clip became disconnected and the solex 7 catheter was pulled back significantly. No additional information about the patient status. No known impact or consequence to patient information was available. The solex 7 catheter was discarded by the user and will not be returned for evaluation.